Event description:
It was reported that during the use of the device for a non-clinical activity, the flexible drive cable does not turn the saw (weak). There was no patient involvement.

Manufacturer narrative:
The reported complaint was not verifiable. The manufacturer cannot repair units from a third party source. No product will be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.